Event description:
The pt experienced swelling of her throat, mouth, and eyes while wearing aligners. The orthodontist reported three possible causes of the symptoms as allergic reaction, lupus, or hereditary angioedema. Further evaluation associated the symptoms more to a rare form of hereditary angioedema. The treating orthodontist and the pt had been unaware of the pre-existing hereditary angioedema. The device was removed and the pt discontinued orthodontic treatment.

Manufacturer narrative:
Device was not returned.